Manufacturer narrative:
Additional manufacturer narrative: the patient's age, gender and weight were requested but not received.

Event description:
During an arthroscopic procedure, the physician was reportedly utilizing a coblator ii surgery system. Intra-operative, the controller volume could not be adjusted. Multiple attempts were made to obtain additional information regarding the reported event; however, those attempts were unsuccessful. No patient involvement was reported as a result of this event.